Manufacturer narrative:
Reassessment of the issue documented within this report determined it does not meet reportability criteria. The minimal rechargeable battery longevity is 10 years for the eon mini model 3788 as calculated from the nominal operating parameters. The ipg was implanted for 122 months and hence is considered as normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life. During the processing of this incident attempts were made to obtain complete patient information.

Event description:
It was reported the patient's ipg was nearing end of life. It is unknown if the device was reaching premature end of life. To address the issue, the ipg was replaced.